Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the bolus history was not showing in the pump if the bolus had been delivered. No other information is provided. This complaint is being reported due to the allegation that the pump is not keeping an accurate bolus history.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2016: the device was returned to animas and evaluated by product analysis on 08/04/2016 with the following results. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The bb starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Ezprime sequence was successfully completed. Pump was exercised for 24hrs, no eaw's were recorded during this time. Manually performed a normal 10u bolus & a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad.